Event description:
During an embolization procedure the coil was pulled back for a better deployment position however the distal part of the coil got stuck in the microcatheter's tip which caused the coil to stretch and lose its shape. There was no report of patient injury. This product will return for evaluation and testing. Additional info will be sent.